Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased counts to the sensing integrity counter (sic), noise and non-sustained tachycardia. A fracture was considered likely. The lead was reprogrammed and plans were made to explant the lead at a later time. When the physician followed up for a lead replacement procedure, it was noted that the rv lead had become adhered to the right atrial (ra) lead and left ventricular (lv) lead. The physician therefore elected to leave the existing rv lead in the patient's body and added a new rv lead. No patient complications have been reported as a result of this event.